Event description:
It was reported that the physician ran impedances at 1.0ma and got some values in the 5-7k range. The caller provided the values for the left lead at ref 0 c >5000ohms 1 2 and 3 between 6000-7000ohms. The caller indicated that the patient needs an MRI. On 2025-jun-11 additional information was received from a manufacturer representative (rep). The rep reported that there was no known cause for the impedances. They tested it several times with no resolution. The patient was discussing options of revision.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40, lot# va13lyn, implanted: (B)(6) 2016, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6), ubd: 20-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.